Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: investigation revealed the display screen was dim and discolored. The display screen was removed and replaced with a test screen, and the contrast returned to normal. Unrelated to the display issue, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.